Event description:
Fluoroscopy imaging showed stent appeared faulty. Stent which had not been deployed was removed still within the sheath and a new stent was deployed effectively. Cardiovascular tech stated the markers on the stent were not in the right place. These markers are used to let the physician know where the borders of the stent are so it can be deployed in the vessel correctly. Both the physician and manufacturer representative present during the procedure agreed that stent looked wrong when advancing into the catheter. Stent was removed without being deployed. The physician replaced the stent with a new one which worked as expected. No harm to the patient.